Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Customer reported that the pump fell and pump screen went black. Customer¿s blood glucose level was in 200 mg/dl range. Reportedly, the customer reverted to an alternate method of insulin therapy.